Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided. Procedure: low anterior resection.

Manufacturer narrative:
(B)(4). Date sent: 03/18/2022 d4: batch # u5ev90 h6: component code = electrical and magnetic (g02) device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with the handle partially open from the chaff to battery area and damaged on this area also was noted. The anvil was not received, the breakaway washer was present and uncut, the device was fully loaded with staples. When the battery was installed the green checkmark does not illuminate, indicating that the device had not been fired. During the functional test, an attempt to fire the device throughout the firing range was unsuccessful. No functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and cracks were observed in the conductive traces of the flex circuit (connector contacts). It was determined that the cracks in the flex circuit prevented the anvil detect circuit from functioning thus preventing the device from firing. Further analysis shows the hub, flag broken. No conclusion could be reached as to what may have caused the cracks in the flex circuit and hub, flag broken. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event, the damage observed is potentially related to a manufacturing process. The condition of the damage handle is related to improper use of the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.